Manufacturer narrative:
Additional information: occupation: non healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right common femoral vein as prophylaxis prior to bariatric lap band surgery due to deep vein thrombosis (dvt). Patient alleges migration, fracture, device is unable to be retrieved, migrated into the l3 vertebral body, and anxiety about filter being left in. Patient notes and further alleges, " I have constant anxiety about this files still being in my body, and with a fractured leg that could migrate and cause additional injuries to me or even death. I was not told the filter needed to come out until several years later when my new cardiologist told me it could not be removed because it had been in too long and scar tissue had build up around it. It would be high risk to try to remove it." Per abdominal xr, dated (B)(6) 2018, "one of the legs appears to be fractured. The fractured portion of the leg is actually extravascular, migrated into the l3 vertebral body.